Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder activated by itself even though the switch was off. A replacement device was used to complete the procedure. There were no patient effects. Product is returning. The event occurred in the first week of (B)(6) 2010.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on 02/24/2010, for investigation. A visual inspection revealed that the cold jaw was slightly burnt. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4)